Event description:
It was reported that a patient underwent a cesarian section procedure on (B)(6) 2012 and suture was used. The needle separated from the suture during closure of the fascia. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. There were no defects noted on the needle.

Manufacturer narrative:
Date sent to the FDA: (B)(4). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.